Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/18/2020. Additional h3 investigation summary: an empty opened foil, a detached needle and a dispensed used suture of product code vcp303, lot # pbu012 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole, the end of the suture was examined and there isn¿t enough impression at the swage end, resulting in a needle pull off defect. The pull-out defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Note: events reported in 2210968-2020-08078, 2210968-2020-08079, 2210968-2020-08080, and 2210968-2020-08081. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: in event description indicates the issue (pull off) occurred 3 times, please clarify next information: 3 product involved (product which present the issue) for product code vcp303h. Did these 3 products present the issue (pull off) or were less than 3? For vcp303h, the actual number of the issue (pull off) products during the operation was 3, but only 2 were returned due to the customer's discarding. 1 product involved (product which present the issue) for product code w9981. Did this 1 product present the issue (pull off) or this one is the one that was used to complete the procedure? W9981, this one has the problem of the issue (pull off), and the returned product is the actual application product during surgery. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a urethroplasty procedure (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. Another like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.